Manufacturer narrative:
During the inspection performed by the field service engineer, the cover was reattached and it was a secure fit. No component failure was observed. To sum up, there was no indication that the maxi sky 2 was used to transfer the patient. No injury was reported. The cover of the device detached and from that perspective the device did not meet its performance specification. The complaint was assessed as reportable due to ceiling lift cover detachment.

Event description:
Arjo became aware of the event involving the maxi sky 2 ceiling lift. Following the information gathered, the bottom cover of the ceiling lift detached. There was no indication regarding patient involvement. No injury was claimed. It is unknown in which circumstances the cover disconnected.